Event description:
Complainant alleged that the medics were treating a slightly obese (240 pounds) pt, whose skin was somewhat clammy. The stat pads multi-function electrodes (part number 89004000, lot number and expiration date unknown) were placed in anterior/posterior positions on the pt. The pt was presenting a ventricular fibrillation heart rhythm. With the device in semi-automatic mode, the medics shocked the pt once at 200 joules. After energy discharge to the pt, the device screeen displayed a "check pads" error message and dash lines. The medics checked all connections, and all appeared secure. The medics then replaced the electrodes (part number 89004000, lot number and expiration date unknown), but the device displayed a "poor pad contact" message. The medics again checked all connections, and appeared secure. The medics then replaced the electrodes (part number 89004000, lot number and expiration date unknown), but the device displayed a "poor pad contact" message. The medics again checked all connections, and appeared secure. The medics then monitored the pt with a five lead pt cable and ECG electrodes and the pt presented a normal sinus heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that complainant was unable to supply the lot of number of the electrodes used in the event, as the packaging was discarded. In addition, the second set of electrodes used in the event were inadvertently discarded.